Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was treated by the paramedics due to low blood glucose levels. The customer's blood glucose was 31 mg/dl when the paramedics arrived. Prior to the event, the customer changed the infusion set, and noticed insulin squirting out during the manual prime. It was stated that the customer changed the infusion set again, and that time it primed correctly. Shortly after the infusion set change, the customer was not feeling well. The caller stated that the customer did not know who he was or who she was. It was stated that the customer drank three bottles or orange juice to raise her blood glucose levels, but they were still low. The paramedics treated the customer, but she did not want to be taken to the hospital. Troubleshooting was performed, and the insulin pump continued to not prime properly. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.